Event description:
It was reported that during an attempt to implant this right ventricular (rv) lead, the patient went asystolic. The lead was quickly positioned and screw deployed. The pacing impedance was greater than 2000 ohms. The lead was repositioned and again the impedance was greater than 2000 ohms. The lead was removed and a new lead implanted. There were no further patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found; full lead was returned and analyzed. Blood was found in/on helix/lobe mechanism.